Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection has confirmed the customer reported issue of "elevator wire was broken". Inspection found, the k-wire completely cut off. Due to a cut on k-wire, forceps does not rise up at all. Due to cut on k-wire, forceps raising angle does not meet the standard value. Due to cut on k-wire, forceps raising angle does not meet the standard value. Furthermore, it was observed the forceps elevator has foreign material. The device was nozzle was clogged with foreign material. Additionally, it was noted the nozzle was deformed, and due to deformation, water removal ability does not meet the standard value. Additionally, the following findings during device inspection were noted: connecting tube is dirty. Adhesive around lg lens is dirty. Ig protector has a cut, -s-cover has a scratch, grip has a scratch, switch 1 (sw1) has a scratch, universal cord has a scratch, s-connector is dirty, adhesive around objective lens is dirty. Adhesive on a-rubber is detached. Lg lens has a scratch. S-connector has a scratch, el-connector is dirty, right/left ( r/l) knob is dirty. Due to wear of angle wire, the play of (up/down ) (right/left) u/d/r/l knob is out of the standard value due to wear of angle wire, bending angle in down/left/right direction does not meet the standard value. The lg-bundle has breakage. Connecting tube has coating peeling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an issue with device elevator. During inspection it was determined the elevator wire was broken, there was no patient harm, no user injury reported due to the event. Device evaluation found the forceps elevator has foreign material and the nozzle was observed to be clogged by foreign material. This report is being submitted for foreign material found on forceps elevator and clogged nozzle due to foreign material (device reprocessing, insufficient reprocessing handling issue) found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.